Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, the trailing haptic was straight in the injector and the surgeon could not able to advance into the eye. The surgery was completed after using back up lens, there was no information on patient impact. Additional information has been requested and received stating the lens was implanted and explanted from the patient eye in the same procedure and there was no patient harm.